Event description:
Customer reported that at 6:53 pm on (B)(6) 2011, her blood glucose measured 163 mg/dl and she was having a meal she estimated as containing 75 grams of carbohydrates, so she took a 18.65 unit insulin bolus. By 10:12 pm, her bg had risen to 268 mg/dl, so she administered an additional bolus of 9.25 units. At 3:42 am, her bg measured 212 mg/dl; she bolused 5.1 units. At 8:32 am on (B)(6), with bg measuring 313 mg/dl, she deactivated the device and when it was removed noticed that the cannula was sticking out. She could not recall if the adhesive was wet.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm product condition. The customer observed that the cannula was sticking out of the infusion site. This condition if undetected can interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."